Manufacturer narrative:
One lf1837 was received for evaluation. The returned product did not meet specification as received. The reported condition was confirmed. The investigation found eschar build up on the device seal plate and inside the knife track. The eschar build up prevented the knife blade from advancing forward to make a full cut. The investigation identified the root cause of the reported event to be that the device was improperly cleaned. The instructions for use included with this device states to keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device was working without issue and then would not open, close or cut. The jaw became stuck closed and would not open. A new device was used to complete the procedure. There was no patient injury.